Event description:
Per the clinic, the patient developed an infection. Subsequently, the patient underwent a wash-out procedure on (B)(6) 2025; however, the patient developed a recurrent infection. The device was then explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with antibiotics (specific, type and duration not reported).